Event description:
It was reported that when the doctor went to pull-out the needle during a bone biopsy of the humeral head, the needle got stuck. The doctor then wiggled it and 1.5 cm broke off. There was no medical intervention performed to removed the needle. The patient was sent home and was not experiencing any issues. There are no plans to remove the needle, however if it becomes dislodged from its current location a surgical procedure would need to be performed to remove it.

Manufacturer narrative:
The device was not returned for evaluation and therefore the complaint could not be confirmed.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. Device not being returned.

Event description:
It was reported that when the doctor went to pull-out the needle during a bone biopsy of the humeral head, the needle got stuck. The doctor then wiggled it and 1.5 cm broke off. There was no medical intervention performed to removed the needle. The patient was sent home and was not experiencing any issues. There are no plans to remove the needle, however, if it becomes dislodged from its current location a surgical procedure would need to be performed to remove it.